Event description:
It was reported that during a training event an automated impella controller would not power on. A different controller was used to continue training. No patient was involved in the reported event.

Manufacturer narrative:
There was no patient involvement. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. D9 device return date added. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the battery failure alarm was a depleted battery. No issues related to the impella connect module were identified.